Event description:
It was reported that the patient experienced infusion sets fell off events since tape not sticking and product was not adhering on (B)(6) 2026.

Manufacturer narrative:
This emdr is being submitted for an unknown number quantity.e1:patient city: (B)(6).patient country: united kingdom.zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.